Event description:
Additional information was received 02dec2020. No device damage was noted prior to use.

Manufacturer narrative:
Event summary: it was reported, prior to an unspecified procedure using a ngage nitinol stone extractor, the device failed to retract. The nurse was unable to close the basket. This occurred prior to insertion into the patient during testing of the device. The plastic handle was locked. A new extractor was used to complete the procedure. It was noted to be a waste of time, disorganization of service, and have impact on surgery time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. No kinks were noted in the basket sheath. The basket sheath and support sheath were detached, and glue was visible on the basket sheath. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which state, ¿excessive force could damage device.¿ the returned device was found to have a basket that was open and could not be closed due to separation between the orange support sheath and basket sheath. The two sheaths are glued together during manufacturing, and glue residue was observed on the joint between the sheaths. It is possible the joint failed from unpacking/handling forces before use, but no information about the forces was provided. Based on the information available, cook has concluded that the cause for the separation could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unspecified procedure using a ngage nitinol stone extractor, the device failed to retract. The nurse was unable to close the basket. This occurred prior to insertion into the patient during testing of the device. The plastic handle was locked. A new extractor was used to complete the procedure. It was noted to be a waste of time, disorganization of service, and have impact on surgery time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence